Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 32.0 and 69.0 cm from its proximal end. The stretch resistance wire (sr wire) was fractured, and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the first returned ruby coil revealed a kink and fractured pusher assembly. If the ruby coil is forcefully advanced against resistance, damage such as a kink and subsequently fracture may occur. Further evaluation revealed additional kinks throughout the length of the pusher assembly. This damage may have been incidental to the reported complaint, and likely occurred during packaging of the device for return. Evaluation of the second returned ruby coil confirmed that the pusher assembly was kinked. If the ruby advanced against resistance or otherwise mishandled, the pusher assembly can be kinked. Further evaluation revealed the embolization coil was detached. This damage likely occurred during removal from the microcatheter on the back table and was incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01891, 3005168196-2020-01892.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the operator kinked the ruby coil. Subsequently, the lantern and ruby coil were removed from the patient. The ruby coil was removed from the lantern and the microcatheter was re-introduced into the patient. Then, the physician placed a ruby coil into the aneurysm; however, the physician was not satisfied with the placement of the ruby coil. While retracting the ruby coil to reposition it, the physician experienced resistance and the ruby coil became stuck within the lantern. Therefore, the physician removed all devices from the patient and then removed the ruby coil from the lantern. The physician then placed two ruby coils into the aneurysm using the lantern. While implanting the last ruby coil (f93620) inside the aneurysm, the ruby coil unintentionally detached and subsequently, part of the ruby coil was in the renal artery. Therefore, the physician placed a stent to hold part of the ruby coil within the vessel wall. The procedure ended at this point. There was no report of an adverse effect to the patient.